Event description:
Potential labeling concern and medication error: 2 products of heplock flush solutions. One vial is 10 unts/ml (10 ml app inc) and another vial is 100 units/ml (10mg abbott). However both vials have a yellow cap and same size vial. This almost resulted in the dispensing of a 100 units/ml vial typically used in adults instead of the intended 10 units/ml vial typically used in pediatrics. Very easy to mistake the 2 products. This could potentially result in significant bleeding complication if the 100 units/ml vial is mistakenly dispensed for the 10 units/ml in a pediatric pt.